Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead was unable to extend out of the inner guide sheath and was unable to be removed. The left ventricular lead was not used and a new lead was implanted. The patient was stable before, during, and after the procedure.